Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed. No anomalies were found. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in blood. The inner insulation of the lead became extrinsically distorted due to kinking/buckling and pulling/stretching/overstress. The outer insulation of the lead also became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant and stretching of the lead.

Event description:
It was reported that during the implant procedure, the lead was implanted and the r wave measurements decreased. An attempt was made to reposition the lead; however, it was not possible after the sheath was split. The physician was able to remove the lead by pulling it with "such force and tension". The physician then elected to implant a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.